Manufacturer narrative:
(B)(4). Evaluation: the exact cause of the distal type I endoleak leading to the aneurysm expansion could not be determined from the films provided. It is possible that disease progression (distal neck dilatation) and stent graft placement within the calcified distal neck may have contributed. The possible proximal type I endoleak, also likely caused by disease progression and calcification, may have also contributed to the aaa expansion. Images during the intervention which reportedly resolved the endoleak were not available.

Event description:
An endurant ii iliac stent graft was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. At 27 months post implant the aneurysm was 73 mm in diameter. It was reported during follow up, the 24x24x82 endurant iliac extension had a distal type I endoleak. The physician elected to reline the stent graft with a 32x14x103 endurant bifurcate and 2 limbs. The distal type I endoleak was resolved. Per the physician, the cause of the distal type I endoleak was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.